Manufacturer narrative:
(B)(4). Medical devices: 113772, bio-modular humeral head 54diax22mm, 842900; ep-115393, e1 44-36 std hmrl brng, 875940; 11-113685, bio-mod rvs hmrl a tray, 003280; 118001, versa-dial/comp ti std taper, 007190; 115310, comp rvrs shldr glnsp std 36mm, 996770. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02419.

Event description:
It was reported that a patient underwent a hemi-shoulder arthroplasty and was revised due to unknown reasons to a reverse shoulder. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of information and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.